Event description:
It was reported that the pump failed prematurely .no patient injury was reported. Additional information was received which indicated that the screen was cracked and the clutch needed to be checked for premature wear.

Manufacturer narrative:
UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The seals were in tact. The liquid crystal display (lcd) support lens were cracked. There were not any alarms in the history pertaining to customer's stated problem. Event history log could not be downloaded because of the data error. The technician performed multiple flows and occlusion tests. The clutch issues were not duplicated; however, the support lens were damage. The root cause of the reported issues were found to be the customer damaged support lens and clutch issues could not be duplicated. The technician replaced top case for damaged support lens, replaced clutch half's left and right with leadscrew and screw as preventative measure. Parts were over 4 years old.